Event description:
A site representative reported an alleged inaccuracy while using the fusion navigation system. The alleged issue was corrected after a system re-start and no impact to the patient's outcome has been reported.

Manufacturer narrative:
The files pertaining to the reported issue have not been received by the manufacturer for evaluation.